Manufacturer narrative:
A good faith effort (gfe) response from the key market (km) operational planner stated that the technician had communicated that the rear right had stripped threads that made it impossible to screw, letting a foot spin freely. As a result, of this, it was confirmed that the damage to the foot prevents the stable and proper mounting of the device to the stand. The investigation is still ongoing.

Manufacturer narrative:
E1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that the right rear foot was missing due to degradation. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. It was stated that the issue was observed during an inspection of the device at the customer site. The device was stated to have otherwise continued to operate as expected. During an evaluation at a repair center on 07jan2026 by an authorized service provider (asp), it was stated that the rubber foot in the rear right of the device was missing, and the screw to mount it was also not present. The asp determined that the rubber feet needed to be replaced with the white rubber feet for the new v60 stand. A foot retention plate was also determined to be needed. This investigation is ongoing.

Manufacturer narrative:
On 13jan2026, the asp evaluated the device at a repair center. The asp again confirmed the foot degradation issue that led to the foot missing, and confirmed that the rubber feet needed to be replaced and a foot retention plate installed to resolve the issue. However, the customer requested that the repair be canceled and no further work be performed by philips. The device has been returned to the customer without repair. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.